Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging a three dashes issue with a one touch ultra 2 meter. The patient indicated that the alleged issue started on (B) (6) 2010, at 5:30 am. A few minutes after the alleged issue began, the patient claimed that he developed symptoms of sweating and blurry vision. The patient administered self-treatment at 6:10 am that same day by eating food and/or drinking a beverage. The patient denied that his blood glucose was tested on another device during the time of concern. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.